Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured between june 17, 2022 to june 21, 2022 the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This issue was identified during infusion. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.